Manufacturer narrative:
This report is submitted on april 21, 2017.

Manufacturer narrative:
This report is submitted on april 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to extrusion of the electrode array into the external auditory canal. It is unknown whether the patient was reimplanted with another device as of the date of this report.